Event description:
The customer called regarding an alarm and noticed a leak from the reservoir. It was noted that the customer had to go through multiple reservoirs before completing the manual prime. It was indicated that the customer was unable to give the lot number at the time of the call. The customer stated that they will call back with this info.